Manufacturer narrative:
Initial,

Event description:
It was reported that after an infusion set supply change, the ilet displayed a blood glucose of 208 mg/dl with a steady trend, and later the user reported a blood glucose of 150 mg/dl before eating; the cause of the initial hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.